Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 404mg/dl. The customer mentioned that the battery cap was damaged and had a broken belt clip. The caller experienced chest pains and right arm pain. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.